Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient was advised to reset the device.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter device (B)(4)/lot number 5197700), being used with the receiver device, was returned for evaluation. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (69r94) that was used with the device was also returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.